Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 567 mg/dl. The customer experienced symptoms such as thirst and frequent urination. The customer was treated with manual injection and pump. Customer was off the pump 48 hours prior to hospitalization. The drive support cap appeared normal. The insulin pump will not be returned for analysis.